Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump is not working anymore, battery cap is not holding anymore. No further information is given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed and monitored for 2 days. No blank display noted. The power connector was plugged in properly into j7 on pcba 1. However during visual inspection, the electronic assembly and motor had moisture damage.the unit powered up properly using the original battery cap and a test battery. The original battery cap was able to be installed and removed from the battery compartment. No anomaly noted when installing and removing the original battery cap. No damage noted on the original battery cap. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.